Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. (B)(6). Country: united states of america. (B)(6). Complaint investigation results: upon review of the event description and assigned malfunction code malfunction cannot be determined - medical intervention required. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA)determination ¿ conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced high blood glucose levels and diabetic ketoacidosis on (B)(6) 2026, due to an infusion site issue, without insulin flow blocked alarms. Emergency services treated the patient with IV fluids (salt and water infusion). During hospitalization, insulin was administered via insulin pen. The patient was discharged after 24 hours of hospital stay.